Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death is also known adverse event as listed in the graftmaster otw instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure on (B)(6) 2012, to treat a lesion in a saphaneous vein graft (svg) to obtuse marginal (om), a perforation occurred which required treatment with the 3.5 x 19 mm graftmaster stent. The stent was implanted successfully. Repeat angiography confirmed resolution of the perforation. On (B)(6) 2013, the patient died at home. The cause of death was listed as natural, coronary artery disease, ischemic and cardiomyopathy as the primary cause of death. No additional information was provided.